Event description:
Philips received a complaint from customer biomed reporting the error code of o2 device failed on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with biomed and advised replacement of the oxygen solenoid valve and data acquisition (da) printed circuit board assembly (pcba). A price quote was provided to the customer. The investigation is ongoing.

Manufacturer narrative:
The customer rejected the quote thus declining service. Corrective action and final disposition are unknown. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly.